Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Per medwatch report number: (B)(4). Event description: tubing was discovered to be leaking at the connection site between the blood warmer cartridge and the IV extension set. No harm to the patient.